Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A lot history review revealed there have been a total of two complaints, both associated with dissection from the same hcp for this lot. A review of the manufacturing record show the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. A grade d dissection was discovered after treatment with the lutonix dcb. The hcp reportedly believed the dissection was associated with the lutonix dcb. The hcp treated the dissection with a tack endovascular system successfully. A definitive root cause for the dissection was not able to be determined. In addition, it was unknown if concomitant products used during the procedure were a contributing factor. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported, after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, a grade d dissection allegedly occurred. The health care professional (hcp) treated the dissection with an intact vascular tack endovascular system. The patient was discharged the same day with no additional adverse patient effects reported.